Event description:
During an evar procedure on an (B)(6) male pt, after the deployment of the cook leg graft and leaving the sheath with its captor valve in place, the valve began to leak. It was noted that the pt lost 500 ml of blood through the leaking valve located on the contralateral side. According to the initial reporter, the pt did not require any add'l procedure or experienced any adverse effects due to this occurrence.

Manufacturer narrative:
The event is currently under investigation.